Event description:
It was reported that the ilet user experienced hyperglycemia, with a blood glucose of 219 mg/dl after self-treating an earlier low of 70 mg/dl with milk. The user was advised that they could change supplies if glucose continued to trend upward or wait 90 minutes to reassess and elected to wait. Symptoms included headache, thirst, and cognitive fog consistent with hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with overtreating hypoglycemia; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.